Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated procedure. During the procedure, it was noted that the right ventricular lead had perforated the right ventricle. The exposed portion of the lead was cut, and the rest remained implanted. On (B)(6) 2020, the patient presented for a lead revision, the remaining portion of the lead was explanted, and a new right ventricular lead was implanted. The patient was in stable condition.